Manufacturer narrative:
Additional information: the report of suspected thrombus and a specific cause for the reported reduction in pump power and pump flow values could not be conclusively determined through the evaluation of the returned pump. The pump was returned with the driveline cut approximately 2¿ from the pump housing and the severed driveline was returned in two pieces. The sealed inflow conduit, sealed outflow graft and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump revealed no evidence of depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were observed. The pump was cleaned, reassembled and functionally tested under loaded operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information from the clinical representative stating that the symptoms observed are that the patient's pump was not offloading the left ventricle under echocardiogram. It was an acute change with the pump power value at 1 watt and the pump flow at 0 lpm. A decision was made to perform a pump exchange in the operating room. System controller log files were not available. The patient's international normalized ratio value was normal, the patient was heparinized on bypass.

Manufacturer narrative:
Approximate age of device: 1 year and 1 month. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. Approximately one year later, the patient underwent an aortic valve replacement. During the valve replacement procedure, it was reported that the lvad was not manipulated and the pump was turned off once the patient was heparinized and placed on cardiopulmonary bypass. Once the operation was complete, the lvad was turned back on and ramped up to 8000 rpm while weaning off bypass. While the pump speed was ramped up, the pump power remained at 1.5 watts and the estimated flow was not able to be calculated. The system controllers were exchanged and the pump was ramped up to 9600 rpm without any increase in pump power. The batteries were changed to rule out a short to shield. An echocardiogram showed the left ventricle was not unloading; there was no flow through the pump. It was reported that the pump was exchanged for possible thrombus. Only the pump body was exchanged, the original inflow conduit and outflow graft were not exchanged. No additional information was provided.